Manufacturer narrative:
Additional information received on october 27, 2020 indicated that the patient also experienced bilateral capsular contracture, unknown grade. Event date updated to (B)(6) 2020 this report relates to the left prosthesis. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Note: this complaint has been identified as a duplicate of manufacturer report number 1645337-2020-13453 . This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this pc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 500cc on the right side, 475cc on the left side silicone prosthesis experienced bilateral rupture and bottoming out on the right side post procedure. A physical examination was performed by a physician and cutaneous contour deformity was diagnosed. As a result patient underwent bilateral replacements as follow: left replaced with cat#:3504751bc, sn#: (B)(4), and right replaced with cat#:3505001bc, sn#: (B)(4) on (B)(6) 2020. This report is for the left side.